Event description:
Following an unrelated medical procedure, the patient reported no stimulation sensation. Impedances were checked and impedance on electrodes 3 & 4 were >4000. The stimulator was reprogrammed on the remaining 2 electrodes and this produced satisfactory stimulation for the patient in the area of her typical pain.